Event description:
A male patient contacted lifecor customer support to report that he woke to arrhythmia alarms sounding and then was gelled. He stated that he did not press the response buttons. The patient also stated that the device did not shock him. Support sent the patient a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a defective cable from ECG b to the distribution node. The cable was reconditioned, and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The cable was returned to stock. The root cause of this defect is unknown. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.